Event description:
The patient is an 11 month old girl with presumed dilated cardiomyopathy (gene mutation positive) who underwent placement of an lvad system using cpb cannulas three weeks ago. After metabolic stabilization and with confirmation that the cardiac disease was unlikely to be reversible, she returned to surgery at which time durable (berlin heart) cannulas were placed ¿ direct lv apex and aortic connected by vascular graft. These were connected to a centrifugal pump lvad circuit using standard (plastic) cpb connectors. She was then transferred to our hospital. Assessment of the system here suggested that the cannula/connector joint on the aortic cannula side was cracked, though it was not immediately clear whether the cannula itself had a tear in it or whether the connecter was partially fractured. Today the patient underwent a connector change (on both the apical and aortic sides), which was well tolerated. When the area of interest was inspected, the connector itself was found to be completely intact and undamaged/uncracked. Inspection of the cannula end showed a partial disruption of the innermost lining (lumen) of the most distal end of the aortic cannula, the portion which had been advanced onto the connector. There was a nearly complete occlusion of the lumen by the "dissected" lining, in a way analogous to an aortic dissection. The damaged portion of the cannula was amputated and a new connector inserted on each side, taking care not to damage the cannulas. Flow was resumed uneventfully. The patient remained stable and conscious throughout the procedure. The connectors and cannulas will be returned to the berlin heart company.